Event description:
It was reported that tandem mobi pump battery would not charge above 85% after it vibrated off logo on the pad multiple times. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to unplug and re-plug the charging pad, which resolved the charging issue. A charging pad cover was sent by technical support. Customer will monitor and follow up if needed.